Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the imaging center would try to burn the disc directly from the imager and they were requesting update on the process. It was further stated that "the cds are made in dicom part 10 format with a dicomdir" and it was confirmed that the dicom images were still compressed. The site provided a disc burnt directly from the scanner. That disc loaded onto the fusion with no difficulty. Additional information noted that the site will continue to burn discs directly from the scanner for navigation cases moving forward.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was having trouble burning discs in a format that can be read by the navigation system. They were burning raw dicom with no viewer software, but it loaded onto the navigation system with 0 slices. The disc was received for troubleshooting and could not be loaded into onis or other dicom viewers. The files on the disc could be seen, but they showed invalid/corrupted messages when attempting to read dicom. A manufacturing representative (rep) stated that the event was not an issue with the navigation system, but that the issue was with the imaging center not knowing how to burn an image for navigation. At the time of report the issue had not resolved and was still ongoing. A contact from the site was able to determine from the sites it department that their images did have transfer syntax uid values attached to them. It was unclear why those did not transfer when the exams were burnt to disc. The transfer syntax uid was: 1.2.840.10008.1.2.4.90, which corresponds to "jpeg 2000 image compression (lossless only)." Technical services (ts) provided supported transfer syntax uid's and requested that the site change their formatting to match and burn a new disc to test. A contact from the site who performs the actual scans was contacted and it was noted that they would check their settings where the header is added and possibly reach out to support for their imager to determine how the supported uid could be added. A ts agent went to the site and spoke with a contact at the site. The discs were burnt directly from the site's server viewer software and none of the burning options available in the software allowed the images to load onto onis. The header data was viewed with a dicom browser software and observed that the images were missing the transfer syntax uid which prevents other viewer software from being able to determine what type of files were being loaded. The site contact was informed of the missing information and provided a list of transfer syntax uid's that were compatible with medtronic systems. There was no patient involvement.

Manufacturer narrative:
The software investigation found that the behavior described is the intended behavior of the software, site burning cd issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site had been in contact with their it department and they suggested a vpn to send directly from pacs to the site, but it was noted that this may not be feasible.